Event description:
On (B)(6) 2011, customer reported that after performing monthly maintenance on the lx20 pro instrument, the electrolyte injection cup (eic) overflowed. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting and instructed the customer to inspect the eic to ensure that it was plugged in. Customer found that the valve connection was unplugged. Cts advised the customer to plug in the valve connection and clean up the spill. This resolved the issue.

Manufacturer narrative:
(B)(4).